Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator change with a competitor device, the rv lead could not be removed from the header of the old generator. The set screw of the device was removed and the lead could still not be removed. It was recommended that the physician use the lead removal tool, try putting silicone oil where the set screw was to loosen the lead, or use bone pliers as a last measure to remove the lead. The lead was able to be removed using the silicone oil and remains implanted with the new generator. The patient was stable throughout.